Manufacturer narrative:
Sc-2218-50. (B)(4). Device evaluation indicated that the complaint has been confirmed. Visual inspection revealed that the proximal contact #8 was crushed by the setscrew. Continuity test confirmed that all cables were intact. This proves that the lead was not fully inserted onto the ipg and results in misregistration of the contacts and high impedance. Sc-2218-50/298672 device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that during the patients ipg replacement procedure (MFR report #: 3006630150-2017-05518), the physician accidentally pulled down the leads. High impedances were noted on one of the leads. The patient underwent a revision procedure wherein the leads were repositioned and replaced. It was also discovered after the procedure that one of the leads had a crushed contact. The patient was doing well postoperatively.

Event description:
A report was received that during the patients ipg replacement procedure (MFR report #:3006630150-2017-05518), the physician accidentally pulled down the leads. High impedances were noted on one of the leads. The patient underwent a revision procedure wherein the leads were repositioned and replaced. It was also discovered after the procedure that one of the leads had a crushed contact. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm.

Event description:
A report was received that during the patients ipg replacement procedure (MFR report #: 3006630150-2017-05518), the physician accidentally pulled down the leads. High impedances were noted on one of the leads. The patient underwent a revision procedure wherein the leads were repositioned and replaced. It was also discovered after the procedure that one of the leads had a crushed contact. The patient was doing well postoperatively.